Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that in june 2000 an unknown bare metal stent was implanted. On (B)(6)2013, the patient underwent angiography and due to stent restenosis an unknown xience prime was implanted. On (B)(6) 2013 restenosis was confirmed in the same site and the patient had coronary artery bypass graft (CABG) surgery on (B)(6) 2013. No additional information was provided.